Event description:
A malfunction alarm, specifically alarm 30, was reported during pumping. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted in loading a new cartridge using the proper technique and was able to successfully resume insulin therapy.